Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported the system displayed overload faults. This would cause the system to shut down uncommanded, or to be rebooted to clear the error. No pt injury was reported.